Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt sleepy and tired. The patient stated she did a bg meter stick to compare with her cgm but does not recall the specific values, however, she stated her bg level was low. The patient¿s mother called an ambulance. Once emergency medical services (ems) arrived, the patient was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading 90 mg/dl and the bg meter reading was 47 mg/dl. Treatment details for the patient¿s low bg were not provided. The patient was treated with the following medication while hospitalized: mycophenolate, prednisone, lantus, and metoprolol. The patient was discharged home after 24 hours. No other event details could be recalled by the patient as she was very confused at the time of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.